Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with chronic low back pain and bilateral lower extremity pain, l5-s1 degenerative disc changes with disc herniation and underwent the following procedures: 1. Posterior lumbar interbody fusion l5-s1; 2. Microscopic dissection and bilateral l5-s1 decompressive laminectomies for decompression of canal, bilateral l5 and bilateral s1 foraminal outlets and bilateral s1 lateral recess; 3. Interbody fusion l5-s1 using autograft bone graft; peek vertebral body spacers with rhbmp-2; 4. Posterior segmental stabilization using percutaneous pedicle screw fixation technique l5-s1; 5. Intraoperative electro diagnostic monitoring using spine system for emg monitoring of the bilateral lower extremities as well as monitoring of pedicle screw fixation bilaterally l5-s1. As per op-notes, ¿initially starting on the left the collagen bmp soaked sponges were placed into the disc space followed by the vertebral body spacer. Intraoperative fluoroscopy showed good placement of the spacer. Going over to the right side, the disc space was prepared and then the autograft bone graft was packed into the disc space and packed medially. Collagen sponge was placed and this was followed by the vertebral body spacer. Intraoperative fluoroscopy showing us that we got good place ment.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.